Event description:
It was reported that a 6f angio-seal vip was selected for closure of the right femoral artery following an angioplasty on the anterior descending coronary artery. The fluoroscopy prior to angio-seal usage was reportedly normal. On discharge, the pt complained of claudication. A computerized tomography (CT) angiogram and an echocardiogram were made and the femoral artery showed a critical stenosis of 90%. The pt is discharged and currently waiting for vascular surgery. The pt was given heparin (2500 intraarterial; 5000 IV) and prescribed aas+clopidogrel following the procedure. No add'l info has been provided at this time.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.